Event description:
It was reported that during a lap ventral hernia procedure the hand activation buttons on the device did not work. The site used a new device to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 5/29/2007.